Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Outer insulation breached cut; proximal conductor distorted; proximal conductor had blood/body fluid (not obstructed); outer insulation had cosmetic environmental stress crack and cosmetic depression; blood in/on the helix/lobe mechanism. Lead was stretched and apparent explant damage.

Event description:
It was reported that the right atrial lead was undersensing when connected to the replacement device on a device change out procedure. The lead was removed and replaced. No patient complications have been reported as a result of this event.